Manufacturer narrative:
The mtm2 was returned for failure analysis, and the reported failure was confirmed and reproduced during inspection. The grip lever and magnet will be replaced a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to move the tips on the instruments. Site was able to move arm normally but there was no grip function. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the site to reseat sterile adapters, change instruments, restart the system, and move the instruments from arm 4 to arm 3, but the issue persisted. Tse had the customer perform a hard restart of the surgeon side console (ssc), but the issue was not resolved. Tse had the site move control of arm 3 to left master and arm 1 to right master for testing. Arm 3 worked normally; however, the grip issue persisted on arm 1. Tse advised site to clean grip on the master tool manipulator right (mtmr) with compressed air, but the issue persisted. The procedure was converted to another da vinci system and was completed with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported issue. Fse identified that the magnet on the gimbal grip was broken loose. Fse replaced the mtm2. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).